Manufacturer narrative:
Investigation results: the complaint of a damaged q-syte valve was confirmed; however, the root cause could not be determined. One q-syte connector lot #4032801 was provided for investigation. Yellow residue was observed on the threads of the male luer stem. The top disc of the septum appeared to be partially separated from the top body and residual adhesive appeared to be present between the top disc and the top body, which indicates that the product was properly assembled. As the sample condition supports the complainant¿s description of the reported event, the complaint was confirmed; however, as the device has been opened, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. There were no distinguishing features which could aid in identification of a specific root cause. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd q-syte closed luer access device the following information was provided by the initial reporter, translated from french to english: incident occurrence: qsyte valves faulty. Apparent immediate consequences: significant leakage and non-administration of the drug

Manufacturer narrative:
Investigation results: the complaint of a damaged q-syte valve was confirmed; however, the root cause could not be determined. One q-syte connector lot #4032801 was provided for investigation. Yellow residue was observed on the threads of the male luer stem. A functional test revealed a leak from the q-syte connector and the septum was found to be damaged. As the sample condition supports the complainant¿s description of the reported event, the complaint was confirmed; however, as the device has been opened, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. There were no distinguishing features which could aid in identification of a specific root cause. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.